Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient could not recall when the inaccuracy allegedly occurred, but the patient claimed obtaining a blood glucose reading of ¿around 200 mg/dl¿ on the subject meter. The patient informed the csr that they manage their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. During the initial call with the csr the patient reported developing symptoms, but did not state any specific symptoms. The patient required treatment from the emergency medical services (ems) as a result of their condition and a healthcare professional administered the patient with ¿double¿ their normal dosage of insulin. The patient also had their blood glucose measured on the ems¿s meter, however the result which was obtained from this device was not provided. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and the products were requested back for evaluation. This complaint is being reported because the patient allegedly obtained inaccurately high readings on the subject meter which led to them suffering symptoms which required treatment from a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.